Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 12871230. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that microset non dehp, 1,2 filter,priming air in line alarm was going off. The following information was provided by the initial reporter: patient¿s son contacted the advice line as the pump was alarming with air in line which could not be seen. He reports having tried to clear the alarm with no success. Giving set removed from pump and sensor cleaned, giving set replace and pump restarted but alarm continues. No air noted anywhere within the line. Advised to reattempt with new bag and giving set. On calling the patients son again he reports no issues with new bag and set. Son will keep giving set for return and assessment. No harm has been reported. No issues during priming were reported. Pn would be refrigerated. Unknown as to how long into the infusion the alarm occurred.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported.

Event description:
It was reported that microset non dehp, 1,2 filter,priming air in line alarm was going off. The following information was provided by the initial reporter: patient¿s son contacted the advice line as the pump was alarming with air in line which could not be seen. He reports having tried to clear the alarm with no success. Giving set removed from pump and sensor cleaned, giving set replace and pump restarted but alarm continues. No air noted anywhere within the line. Advised to reattempt with new bag and giving set. On calling the patients son again he reports no issues with new bag and set. Son will keep giving set for return and assessment. No harm has been reported. No issues during priming were reported. Pn would be refrigerated. Unknown as to how long into the infusion the alarm occurred.